Event description:
It was reported that the pt developed an infection leading to catheter explant. In 2008, the pt was admitted to the hospital with a fever and fluid collection around the spinal incision site. A culture of the fluid reviewed staphylococcus aureus. The hcp decided to explant the catheter, but left the pump in the abdomen. The pump was filled with baclofen at a 500 mcg/ml concentration at an infusion rate of 25mcg/day. The pt was then started on a continuous infusion of nafcillin for about 24 days. The pt was also given oral baclofen 60 mg/day. The pt suffered no adverse reaction to the cessation of therapy. After the infection had cleared, the decision was made to implant a new catheter at about 83 days later. The pt was then restarted at an infusion rate of 25 mcg/day.

Manufacturer narrative:
Results: used for the catheter.